Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for pain. The patient reported they received the error code 8476 (pump motor stall occurred). The patient reported their pump was not working and the alarm was sounding. No further information was provided. No further complications were reported or anticipated.